Event description:
Pt's husband (B)(6) stating around 4:35 am on (B)(6) 2017, pt's pump was alarming no disposable, clamp tubing (about 4 hours after changing cassette/pump). (B)(6) disconnected the cassette and reconnected it. Made sure side screw was lined up, cassette was put on perfectly and it was still showing this error message. Changed to back up pump as the error was not going away. Back up pump running fine. Malfunctioning pump will be replaced with new pump and returned back to pharmacy. Serial number of malfunction is (B)(4), exp date: 06/16/2018. No a/e were experienced by pt during this malfunction. No further info known. Dose or amount: 37.5 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: (B)(6) 2017 to on going, diagnosis or reason for use: pah.